Event description:
Information was received from a patient's representative (pt rep) regarding an external device. The caller had a 37751 recharger that would not charge from desktop charger or power on. Patient representative said the connector pin on the desktop charger was bent and the inside of the recharger port was damaged. Ps emailed field regarding replacing damaged recharger with wireless recharger. Additional information received from the patient's representative. Patient rep called back asking for an update on the situation as they are concerned about patient's implant charge. The caller reported that the patient's implant is at 50%. Agent emailed the field in regards to the situation. Additional information received from manufacturing representative. Manufacturing representative in transition patient to wireless recharging system.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.